Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that "the autopulse platform (sn (B)(6) stopped compressions several times and prompted: "pull up lifeband and press restart"' was confirmed in the archive data. Multiple times on the customer's reported event date, the autopulse platform stopped compressions due to user advisory (ua) 17 (max motor on-time exceeded during active operation). This advisory message is followed by the prompt: "pull up lifeband and press restart". The autopulse did not reach the target depth within the specification. Zoll service personnel concluded that the root cause of the ua17 was most likely related to the malfunctioning drive train motor which failed during compressions. The reported complaint that the autopulse platform displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was due to the drive train motor brake gap being too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Further review of the archive data showed a system error, 139 (unable to hold compression position) on the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drive train motor brake gap was too wide, out of specification. This was determined to be the root cause of the system error and the most likely root cause of the ua17 advisory messages which occurred prior to the system error. The brake gap could not be adjusted within specification. The zoll service personnel replaced the failed drive train motor to remedy the customer's reported complaint. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on february 15, 2023 for evaluation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) stopped compressions several times and prompted: "pull up lifeband and press restart." Per the customer, the platform did not display any user advisory (ua) or fault code before displaying the prompt. The crew verified the patient's alignment and readjusted the patient a few times, but the issue persisted. The customer reported that the autopulse platform would intermittently stop with this prompt, sometimes after a minute and sometimes after a few seconds of compressions. Eventually, the autopulse platform stopped functioning and displayed, "system error, out of service, revert to manual CPR." The system error persisted and did not clear after replacing the lifeband and even after removing the patient from the platform. The crew reverted to manual CPR. There wasn't any adverse effect on the patient due to the reported issue.